Event description:
It was reported that one of wires was broken on the patient¿s implantable neurostimulator (ins) system and needed to be taken out. The patient saw their managing physician the monday before report where an impedance check was done and was told that one wire was broken. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that patient had pain at implant site and pain down to the mid- thigh. The implant was to be removed. The patient¿s current physician no longer did surgery at the hospital so the patient was switching to a new health care provider (hcp) on (B)(6) 2015. The patient was unsure if the leads were actually broken. The patient¿s current hcp did an impedance check and at least one wire was not working. The implant was turned off since (B)(6) 2015. The patient¿s pain was continuous and pinching had occurred once. The pain started in (B)(6) 2015 and she had been taking aleve daily. Sometimes the aleve would work but most of the time it did nothing for the pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va087kx, implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).